Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that one day following stenting of the cfx/om with a xience stent, which was a bifurcation lesion; there was a subtotal occlusion of a small trifurcation branch. The pt's cardiac enzymes were elevated, but there was no complaint of pain, no EKG changes and no diagnosis of myocardial infarction. There was no treatment reported and the pt was discharged the same day. No additional event or pt info is available.

Manufacturer narrative:
.